Manufacturer narrative:
Product ID: nim4cpb1, (B)(6), product analysis stated verified not working properly.the device had mainboard failure. H6: codes updated. Previously applied codes fdm b21, fdr c21 & fdc d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) /222330989, UDI#: (B)(4). H6: the product is received and analysis yet to be completed. B21, c21 and d16 is applicable to product ID : nim4cpb1, serial/lot #: (B)(6) /222330989 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, device not recognized when using wired connection. Tried with different cable - unresolved. Not connecting wirelessly. Tried working pib on this system, functioned. Tried suspect pib on working nim, not functioning. Malfunction occurred as the issue with the device never resolved. No patient involvement